Event description:
Information received indicates the valve was removed due to regurgitation caused by a tear on the leaflet, noted in the left cusp belly with related pt chest pain and chf reported. The valve was replaced after 50 months service life with no additional pt complication reported.